Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, it is difficult to assess the origin of the reaction without the results from the allergist. The reaction could also be linked to the concomitant treatment given to the patient.

Event description:
A patient was treated with juvederm ultra plus and had good results. Approximately six days after the treatment with juvederm ultra plus in the cheeks, the patient presented with rash and hives all over the body except for the face. The following day, the patient was transported via ambulance to the emergency room and it was determined that the patient had an anaphylactic reaction and the patient was given epinephrine, benadryl, and steroids. The patient was prescribed steroids. The patient had a bladder infection and was on macrobid which was halted a week before the initial treatment and the patient was prescribed benadryl instead. The patient has a known allergy to tetracycline.